Manufacturer narrative:
This is in response to FDA report number: mw5100842. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks and chin area with two syringes of juvéderm voluma® xc. The patient reported that they ¿couldn¿t swallow¿ later that day. The patient was treated by the injecting physician that day with benadryl 25 mg, and a week later, the patient was treated by another physician with steroids. Additionally, patient reported they also experienced ¿difficulty swallowing¿ due to ¿lack of saliva¿ and the patient has to ¿position [their] body in a certain way to facilitate getting food down via an involuntary event report. At this time, the patient is only getting about 500 calories a day. [The patient] is hoarse due to lack of saliva.¿ the patient also reported that they ¿began to notice that simple water tasted very alkaline or bitter that their attributing to the moderna covid-19 vaccine prior to injection.¿ the patient began using biotene to moisten their mouth to aid in swallowing. The event is ongoing.

Manufacturer narrative:
Clarification to g3.: the previous submission was made with a blank g3 field. The g3 field for the previous submission is 08/apr/2021. A CAPA is opened to address the issue.

Event description:
Patient reported being injected in the cheeks and chin area with two syringes of juvéderm voluma® xc. Patient was taking vitamin-d and hydrochlorothiazide concomitantly. Patient ¿couldn't swallow¿ on the same day of injections. On the same day patient was treated with benadryl®. A week later patient was treated with steroids (prednisone). The symptoms are ongoing but improving. Additionally, the health professional reported treating the patient with benadryl 25 mg. Via regulatory agency, the injecting physician reported that the ¿difficulty swallowing¿ was due to ¿lack of saliva¿ and the patient has to ¿position [their] body in a certain way to facilitate getting food down. At this time, the patient is only getting about 500 calories a day. [The patient] is hoarse due to lack of saliva.¿ the patient also reported that they ¿began to notice that simple water tasted very alkaline or bitter that their attributing to the moderna covid-19 vaccine prior to injection." The patient began using biotene to moisten their mouth to aid in swallowing. The event is ongoing.